Event description:
This is filed to report a single leaflet device attachment, tissue injury and recurrent mitral regurgitaiton requiring intervention. It was reported that on (B)(6) 2021 a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 3-4. Two mitraclips were implanted reducing the mr to a grade of 2. It was noted during a follow up visit that the patient developed a posterior leaflet flail, and the previously implanted clip (01130u107) had a single leaflet device attachment (slda). The clip was only attached to the anterior leaflet and the mr increased to a grade of 3. Subsequently, on (B)(6) 2022 a secondary mitraclip procedure was performed. An additional clip was deployed to stabilize the slda clip. The secondary procedure was successful, and the mr was reduced to a grade of 2-3. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported single leaflet device attachment (slda) and tissue injury were unable to be determined. The reported recurrent mitral regurgitation is a cascading event of the reported slda. The reported patient effect of tissue injury and mitral regurgitation, as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.